Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called in to report that the insulin pump alarmed no delivery. The customer's blood glucose level was 505 mg/dl at the time of incident, but was 385 mg/dl at the time of call. The customer's symptoms included aches and dizziness. The customer treated with a manual injection. During troubleshooting, it was found that the time and date settings were incorrect. The customer stated the alarm was resolved by a complete set change. The customer's infusion set and reservoir were replaced, however nothing was returned for analysis.